Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer indicated a tampon came apart during removal and pieces remained inside her.